Manufacturer narrative:
No fault found; monitoring system resolved issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the wired footswitch inside the examination room was not working on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.